Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event, reaching 67 mg/dl, while using the ilet and delayed carbohydrate treatment after becoming stuck on the fill tubing screen, which was inadvertently accessed while attempting to view alerts; the user then consumed a small amount of juice and later reported a steady glucose of 119 mg/dl and proceeded to announce a meal. Symptoms included hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.